Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that cardiac tamponade occurred after pulmonary vein isolation (pvi) construction. Drainage was performed for tamponade. Postoperative vitals were stable. Atrial septal puncture was performed with using rf needle. Ablation was performed before the presence of effusion or tamponade was confirmed. It was unknown if steam pop occurred. The irrigation catheter¿s flow setting was 30w/7ml and 31w/15ml. The physician commented that ¿there was no event that caused tamponade during the procedure. There was a possibility that the tunica media was injured during septal puncture¿. Full situation is unknown because the biosense webster inc. (Bwi) representative was not present. The adverse event occurred on (B)(6) 2022. The physician¿s opinion on the cause of this adverse event is that it was due to the procedure. The physician mentioned the possibility that the media was damaged during atrial septum puncture with rf needle. The patient outcome of the adverse event is improved. Clarification was provided for previous statement of: ¿there was a possibility that the tunica media was injured during septal puncture¿. The bwi representative stated that vessel perforation or fistula did not occur. The physician mentioned the possibility that the medium was damaged during atrial septum puncture with rf needle. Additional information was received on 6-april-2022. It was reported that there are no remarkable findings during the procedure. Confirmation of decrease in blood pressure at the end of pvi. Occurred after ablation. It is unknown if hospitalization was prolonged. After the procedure, the patient was followed up in the ICU. The patient's data were unknown. No significant data. The physician also commented that ¿s/he did not know the clear reason why¿. Relevant medical history was unknown. A smartablate generator was used. Additional information was received on 18-apr-2022. The physician did not comment that acunav caused or contributed to the cardiac tamponade. The physician also commented that the cause of cardiac tamponade was unknown. They cannot completely deny that acunav might have cause cardiac tamponade. Additional information was received on 20-apr-2022: this adverse event was discovered post use of biosense webster products. The patient was followed up in the ICU after the procedure completed, however, it could not be confirmed if the hospitalization was extended. No relevant tests/laboratory data or other relevant history. A smart ablate generator with an unknown serial number was used. No servicing for the generator is needed.

Manufacturer narrative:
Initial reporter phone: (B)(6). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 30700768l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).